Event description:
It was reported that the device was could not be interrogated and was not pacing. The device was explanted to resolve the event. The patient was stable and there were no adverse consequences.